Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, erroneous result- elevated potassium was seen in one (1) patient sample. Patient was recollected and result was normal. There was no other health impact or consequences reported.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, erroneous result- elevated potassium was seen in one (1) patient sample. Patient was recollected and result was normal. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were inspected, with no issues being identified. Retention and control tubes were sent for clinical evaluation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (erroneous results-potassium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (potassium). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.